Event description:
The tip of the screwdriver broke. This is 1 of 1 reports for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The investigation carried out on the screwdriver showed that the holding pin broke off completely. The breakage is indicative of the pin not being inserted in the screw hole correctly. According to the op-technology the present screwdriver must only be used to center the end cap on the 3d head and finally to ensure that it is finger-tight. Removing the end cap needs to be done by using the screwdriver, 3.5mm hexagonal screwdriver. The investigation of the manufacturing and material documents showed that the screwdriver complies fully with the specifications.